Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a defective downstream occlusion (dso) sensor. The reported problem was duplicated and therefore the dso sensor will be replaced to solve the issue.

Event description:
It was reported that the device does not always recognize the battery and incorrectly attached cassette. There was unknown patient involvement.